Manufacturer narrative:
(B)(4). Concomitant medical products: 183006 ¿ vanguard femoral ¿ unknown lot, 141222 ¿ tibial tray ¿ unknown lot, unknown patella ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10332, 0001825034 - 2018 - 10334, 0001825034 - 2018 - 10336.

Event description:
It was reported patient has a history of venous stasis, with right calf and ankle slightly pink, possibly cellulitis approximately 2 months post right primary total knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.